Event description:
Customer's husband called the paramedics to treat low blood glucose. Customer has been experiencing low blood glucose since she has received the new insulin pump. The blood glucose reading at the time of the event was 23 mg/dl. Customer was not taken to the hospital. Customer is a brittle diabetic and has had issues with low blood glucose. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.